Event description:
The baxter sales representative reported pinhole leaks were observed in the tubing. This condition occurred with a flo-gard infusion pump during patient use and resulted in approx. Less than 2cc of patient blood loss. There was no patient injury or medical intervention associated with this incident. Although requested, additional information was not available.

Manufacturer narrative:
A baxter service technician evaluated the pump. The reported condition was confirmed and was attributed to the top air sensor housing which cut the tubing in pump 1. The pump head assembly, which includes the top air sensor housing was replaced. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.